Event description:
It was reported that the user¿s ilet pump cartridge shattered inside the pump after the user felt a crack while sitting, leaving glass and a broken connector piece lodged in the cartridge compartment and preventing removal of the cartridge. Customer care provided support that included a review of the reported mechanical failure and device handling. Investigation of this case revealed a damaged cartridge and connector component consistent with breakage while in the device. Symptoms included no injury and no reported changes in blood glucose. Outcomes included replacement of the pump and use of backup therapy. It was concluded that the event involved a fractured cartridge and associated connector fragment causing loss of insulin delivery reliability, with no user injury reported.